Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 7300tfx pericardial mitral valve underwent valve-in-valve intervention after an implant duration of nine (9) years, eight (8) months due to mitral stenosis with a mean gradient of 11mhg. The patient initially presented with acute-on-chronic systolic heart failure with moderate-severe left ventricular dysfunction and acute-on-chronic right heart failure with moderate-severe right ventricular dysfunction. The tmvr procedure was performed with a 29mm 9755rsl transcatheter valve. The patient was successfully treated and left the procedure room in stable condition.

Manufacturer narrative:
Updated: b4, g3, g6, h2, h6. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. A definitive root cause is unable to be determined, however, patient factors likely caused or contributed.

Manufacturer narrative:
H11: additional manufacturer narrative: a device history record (DHR) review is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error.